Manufacturer narrative:
Additional data: device evaluation: the product was returned in a micro-centrifuge vial with moisture on lens. Visual observation found the lens with an optic tear. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -6.00/+1.50/095 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.